Event description:
Found at foot of bed, unresponsive at beginning of night shift (11p). Oncoming rn noticed telemetry central station showed "replace battery message." CPR initiated and unsuccessful. 24 hour full disclosure of telemetry revealed no rhythm after 8p. The 3-11 rn did give pt po meds at 10:00 pm. No audible alarm that battery in transmitter died. Visual alert only noted when looking directly at central station.

Event description:
Model number: m1400a philips digital telemetry transmitter. No lot or serial number was provided. The same customer telephoned the philips response center requesting clarification on low battery alarms. During this telephone conversation, the customer provided a serial number. It is possible that this is the same instrument as the one noted in the medwatch co received. Philips contacted the reporter via phone for add'l info and co has not received a response. Since the customer hadn't requested philips on-site assistance and has not provided any add'l info, co is unable to provide any further details. The customer did not submit the device to philips for evaluation. No add'l info has been provided to philips regarding this particular event. The current status of the device is unknown. Root cause could not be determined based on the limited info provided. However, the most likely causes are: customer set or maintained alarm volume at the central station set too low for the user environment. Silence key mistakenly pressed next to alarming sector on the central station. Unattended central station. The central station provides the following relevant alerts: soft inop-signals that the battery is weak via a visual indicator at the central station. Hard inop-signals that the battery and transmitter is inoperative via both a continuous audible tone and visual indication at the central station.